Event description:
It was reported that pericardial effusion (pe), cardiac perforation, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system along with a watchman fxd curve access system (was). The vcc and was advanced into the left atrium and the vcc system removed. There was no pe noted after tsp. Left atrium (la) mean pressure was 25mmhg. A pigtail catheter was inserted and a contrast injection taken. The pigtail catheter was removed. The physician began trying to withdraw a syringe of blood from the was port in order to retrieve a sample for the activated clotting time (act) and remarked that resistance was felt as if the was had vacuumed to the wall of the heart. The imaging physician immediately noted on tee that there was a pe, as fluid began growing outside the heart causing cardiac tamponade and hypotension. The pe was growing rapidly and was already circumferential around the heart. A 27mm watchman flx pro closure device and delivery system (wds) was quickly inserted, deployed in order to help decrease the flow of the pe. The pe stopped growing, and the wds was assessed, met release criteria, and was implanted. Protamine was given. The was withdrawn back to the right atrium. The patient's chest was prepped and a pericardiocentesis was performed where 900cc of blood was withdrawn and auto transfused back into the patient through the venous sheath. The pe was greatly reduced to a couple cc's a minute draining from a pericardial drain. The patient was stable, and the pe was almost completely drained. Tee and color flow noted there was a thrombus in the distal end of the laa behind the closure device. Physician assessment concluded the thrombus required no intervention as it was behind the closure device and there were no leaks. After consulting with a surgeon, the pericardial drain was left in place and attached to a peri vacuum device. The procedure was concluded. The patient was left intubated and was transferred to the intensive care unit (ICU). The patient was then discharged four (4) days post index procedure.